Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post-herpetic neuralgia. It was reported that the patient's implantable neurostimulator (ins) was fully charged but she couldn't get it to turn on from 2015-(B)(6). The patient clarified that her stimulation was turned on but the patient couldn't feel it at the current setting of 4.15 volts on program 1. From 2015-(B)(6) the patient's legs were throbbing really badly and she couldn't feel the stimulation. It was noted that the patient did not increase stimulation either of these times. On 2016-(B)(6), the patient checked the ins status with the recharger and the ins battery was almost full and the patient saw the lightning bolt icon. The patient got the patient programmer and increased stimulation to a setting of 4.6 volts and was able to feel her stimulation and stated that it was comfortable. It was noted that this resolved the issue. The patient was to follow-up with her health care provider if she found herself increasing more and more without resolving symptoms. It was noted that the patient had called a manufacturer representative (rep) earlier on 2016-(B)(6) and left a voicemail but the patient hadn't heard back from the rep. The issue occurred during use.